Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not turn and the motor was jammed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded, stuck and run not constantly. Further, the button had no function and the values of the keypad of the hand control were out of range. The motor and hand control set were replaced to resolve the identified failures. The device was modified, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not run constantly. With the available information, we cannot determine the root cause of the drifting values of the keypad of the hand control. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/18/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone reported the micro tornado hp w hand-control was jammed and the motor did not turn during a knee arthroscopy. The procedure was completed with a replacement device and a surgical delay did not occur.